Event description:
Customer reports that she obtained a result of 159 mg/dl on her device and 83 mg/dl on the doctor's device. Comparison was done within 1 min. No action was taken based on device results. No adverse event reported and no treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.